Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patients scs was non-functional. It was also noted that it was never used and it was bothering the patient. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patients scs was non-functional. It was also noted that it was never used and it was bothering the patient. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients scs was non-functional. It was also noted that it was never used and it was bothering the patient. The patient will undergo an explant procedure.